Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they no longer had indirect surveillance and therefore no longer are warned in the event of a yellow or red alarm on other beds to belonging to the same group. The device was in use on a patient. There was no report of patient or user harm.